Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw clip was placed. Once the the clip detached from the delivery system, it opened from 15 degrees when closed to approximately 25-30 degrees. This resulted in no exacerbation of mr and the clip remained stable on the leaflets, so no further intervention was performed. The procedure ended with mr reduced to grade 1. There was no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw clip was placed. Once the clip detached from the delivery system, it opened from 15 degrees when closed to approximately 25-30 degrees. This resulted in no exacerbation of mr and the clip remained stable on the leaflets, so no further intervention was performed. The procedure ended with mr reduced to grade 1. There was no patient consequences or clinically significant delay. No additional information was provided.